Event description:
It was reported that the patient had low flow alarms on (B)(6) 2023. The pump flow had dropped from 4.1 liters to 1.8 liters and did not restore. The patient was not feeling well. A computed tomography (CT) was performed and found no flow through the pump. The patient was brought to the operating room for a pump exchange due to an obstruction found in the pump. The low flows resolved with the new pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-(B)(6). As well as the submitted image. Although a specific cause for the observed thrombus formations could not be conclusively determined, they could have contributed to the reported decrease in pump flow confirmed through the submitted log files. An image was submitted by the account for evaluation that showed the pump immediately following explant while in the operating room. A large, red/white, tissue-like deposition, surrounded by blood, was observed occluding the lumen of the inlet extension. Mlp-(B)(6)., was returned with the pump cable severed approximately 3¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned detached from the pump cover outlet port, with the sealed outflow graf bend relief engaged to the graft hardware. An additional portion of the sealed outflow graft was also returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of mlp-(B)(6)., a dark red, tissue-like deposition was found occluding the rotor eye and extending into each of the rotor vanes. Although the deposition was well formed, the non-laminated structure as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor; however, the specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to the reported decrease in pump flow confirmed through the submitted log files. Visual examination of the pump¿s remaining blood contacting surfaces revealed depositions of loosely coagulated blood within the lumen of the inlet extension and the outflow graft. The lack of structure of these depositions suggested that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in flow, or blood remaining in the device post-explant. Visual examination of the pump¿s remaining blood contacting surfaces revealed no other evidence of developed or adhered depositions or thrombus formations. Evaluation of the left ventricular assist device (lvad) log files retrieved from mlp-(B)(6). Revealed a decrease in pump flow. This finding appeared consistent with the reported events, the events captured in the submitted log files, the finding of an occlusive, ingested deposition in the inflow cannula from the submitted images, and the finding of an occlusive deposition within the vanes and eye of the rotor. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Mlp-(B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump power, flow and pulsatility index. The IFU states that device flow and power generally retain a linear relationship at a given speed. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Section 1 and section 4 of the IFU state that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle). Additionally, a significant drop in pi value may indicate a decrease in circulating blood volume. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms on (B)(6) 2023. The pump flow had dropped from 4.1 liters to 1.8 liters and did not restore. The next morning, the patient was brought to the operating room for a pump exchange due to an obstruction found in the pump.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.